Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included ovarian cancer. On an unknown date, the patient had essure inserted. In september 2013, the patient experienced menorrhagia ("very long and heavy period"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("tiredness"), pain ("achiness"), menstruation delayed ("skipped a month of period"), endometrial thickening ("thick lining"), ovarian cyst ("ovarian cyst"), medical device site inflammation ("pocket of fluid caused by the irritation at tip of coil") and adnexa uteri pain ("pain at left ovarian site"). The patient was treated with surgery (scheduled for 25th for surgery). Essure treatment was not changed. At the time of the report, the abdominal pain lower, headache, feeling abnormal, fatigue, pain, menorrhagia, menstruation delayed, medical device site inflammation and adnexa uteri pain outcome was unknown and the endometrial thickening and ovarian cyst had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, endometrial thickening, fatigue, feeling abnormal, headache, medical device site inflammation, menorrhagia, menstruation delayed, ovarian cyst and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: results: thick lining and ovarian cyst.; on an unknown date: results: pocket of fluid/ cyst was gone and lining was thin. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event abdominal pain updated to serious incident as patient is planned for surgery and pain in left ovary was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.